Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that high capture thresholds were observed on the rv lead. The patient presented for surgery, and the rv lead capped and replaced on (B)(6) 2017. The patient was asymptomatic prior, during and after procedure.